Manufacturer narrative:
The cannulated poly screwdriver was returned for evaluation. Visual inspection revealed that the fracture was located at the distal tip of the driver. It was also noted that the threads were torn. Optical imagining found evidence that suggests that the fracture resulted from a torsional shear overload under a compressive load. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however the failure is mostly due to unanticipated torsional and compressive loads. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Sample received: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Orthokit specialist checked devices and found next damages: code 286720000 - the thread damage. Code 286735350 - had the working part of the screwdriver. Code 286735400 - the failure of the slot. Code 286745550 - the working part was broken. The date of inspection is (B)(6) 2017 and we accepted this date as a date the event